Manufacturer narrative:
The ar code device a1502 was used to describe the event gel: non-vascular misplacement.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar placement procedure on (B)(6) 2023. On (B)(6) 2023, during the placement of the gel, the vue was not visualized, the next day on (B)(6) 2023, the computerized tomography (CT) and magnetic resonance imaging (MRI) showed that the gel was barely visible and appears to be in the fascia and partially in the capsule prostate. There are no patient complications reported. Boston scientific has been unable to obtain additional information regarding the event to date, despite additional information request.